Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: device manufacture date: september 21, 2020 - september 22, 2020. H10: the actual device was not available; however, a thirteen (13) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed on the 13 companion samples and no evidence of leak were observed.the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. The leak was further described as "the liquid was leaking at the level of the connection; it was going back to the syringe and also dripping outside the infusor". This issue was discovered during filling with an unspecified antibiotic. There was no patient involvement. No additional information is available.